Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 14-feb-2020 stating, "may have failed strip test 3 times - possible contamination issue" involving video gastroscope model eg29-i10/serial (B)(4). The customer owned gastroscope was received by pentax medical for evaluation on 21-feb-2020. The gastroscope is pending inspection and biological sampling as of 09-mar-2020. Pentax medical video gastroscope, model eg29-i10, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 18-jun-2019.